Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified posterior descending artery of the right coronary artery (rca) and arteriovenous (av) fistula of rca. A 3.00 x 32 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. A guidezilla guide extension catheter was then advanced but the device still failed to cross the lesion. The device was removed and the proximal part of the stent was found slightly lifted. The procedure was completed with a non-bsc stent with the help of the guidezilla. No patient complications were reported and the patient's status was good.